Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable additional pro-code: ktt. Device available for evaluation: not available - implanted. Initial reporter is j&j company representative. (B)(4). Device history lot manufacturing location: elmira / packaged, sterilized and released by: (B)(4). Manufacturing date: 29-jan-2019. Expiration date: 01-jan-2029. Part number: 04.038.370s, tfna fenestrated helical blade 70mm -sterile. Lot number: h805323 (sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, ns072856 rev d met all inspection acceptance criteria. Inspection sheet, final inspection, ns065694 rev m met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review 20-may-2021: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery with tfna implants in question for trochanteric femur fracture. After the surgery, on unknown date, cut-out occurred. On (B)(6), the surgeon reported the sales rep about it. Details are pending clarification. After obtaining more information, the sales rep will make a follow-up report. No further information is available. This report is for one (1) tfna fenestrated helical blade 70mm - sterile. This report is 4 of 5 for (B)(4).